Event description:
It was reported that the graftmaster was used in the distal right coronary artery to treat a significantly large coronary aneurysm. The graftmaster was placed to cover the aneurysm, however at the proximal stent edge, there was some plaque shift requiring placement of a 5.0x12 non-abbott stent. There was no residual stenosis, no emboli and the aneurysm was completely treated with excellent results. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use. The stent remains in the patient. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. It was reported the graftmaster stent was used to exclude a significantly large coronary aneurysm. It should be noted the IFU states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It does not appear that the reported improper use to exclude an aneurysm would have contributed to the reported complaint; however, this cannot be definitively determined. Although a conclusive cause for the reported patient effects and the relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of more than 500mg/dl. Troubleshooting was performed. The customer stated that he changes the infusion set every three days. The customer stored the insulin in the refrigerator and he is using cold insulin in his insulin pump. Advised the customer to let the insulin come to room temperature before using. The time, date, basal, bolus, and daily totals were correct. The alarm history revealed low reservoir alarms. Ran a self test and the device passed the test. Performed a fixed prime test and the insulin exited accurately. The customer stated that he noticed when he was hospitalized, the infusion set had a bent cannula. No further information was provided.